Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with noise on the right ventricular lead. The noise was over-sensed. The lead was capped and replaced on (B)(6) 2018 and the patient was stable.